Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus occurred. The target lesion was located in a moderately tortuous shunt. An 10mm x 40cm interlock -35 was selected for embolization treatment. Using a venous access approach, a non-bsc guide wire was delivered to the aneurysm area. After several other coils were placed, this 10mm x 40cm interlock&#11123;5 was advanced, but it did not take the appropriate shape. As the coil was pulled and pushed, a blood clot had occurred inside the catheter, therefore, the coil could not be pushed or pulled anymore. The coil was removed together with the catheter outside the patient's body. The procedure was completed with another of the same coil. No patient complications were reported and the patient's condition was good.